Event description:
Clinic notes were received on (B)(6) 2011, which reported that the generator "failed" and the physician felt that vns never really helped her. The physician felt that the device was no longer benefiting her as much as it was hurting her and desired to have it removed in order for her to be able to have an MRI on her lumbar spine, as the pt had degenerative disc disease which was unrelated to vns. In the notes dated (B)(6) 2008, it was reported that the pt had neck pain, and the notes said "the onset of the symptoms was associated with a fall during one of her seizures." F/u with the surgeon's office revealed that the pt had suffered from chronic neck and low back pain which was unrelated to vns. In the notes dated (B)(6) 2007, it was reported that she suffered a generalized tonic-clonic seizure with injury which resulted in a trip to the emergency room. The pt reportedly did not know why she had a seizure, as she had not had one for the previous one and a half years. She thought it may be related to sleeplessness. In addition in the notes dated (B)(6) 2008, it was noted that the pt had two seizures recently, where one resulted in a trip to the emergency room. In the notes, it was stated that the neurologist informed the neurosurgeon that the pt needed vns explanted, and he recommended against future vns implants. He stated "the back surgery is not the problem at this time." The relationship of these events to vns is unk at this time. Attempts for add'l info have been unsuccessful to date.